Manufacturer narrative:
(B)(4). The customer reported charging the internal battery of the device, cycled the device on battery power for two hours and characterized the flow control valve. Additionally, the device was cycled for two days without incident in the biomed department initially. However, subsequent testing found the delivered fraction of inspired oxygen out of specifications on this device. The customer has not requested further support from vyaire and no return goods authorization (rga) has been issued for the return of the device.

Event description:
The customer reported a ventilator inoperative condition while in patient use. The customer reported no known patient harm was associated with this event. The hospital biomed reported receiving the ventilator device with a completely discharged battery. The biomed also reported a bad flow control valve (fcv) characterization and pneumatic fail to cycle (ftc) errors in the error log of the device.